Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the light guide lens was discolored inside of the duodenovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, discoloration of inside lg-lens, could not be identified. We could not identify the stain/foreign material. We could not conclusively specify the root cause of the stain/foreign material remained in the device. According to the image provided by sbc, we could confirm the stain of inside the lg-lens, however we could not identify the stain. Presumably, we presumed that humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, we could not confirm the suggested event nor specify occurrence cause of the suggested event with the actual device since the device was not returned to mbc. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states that detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection.¿ olympus will continue to monitor the field performance for this device.